Event description:
Patient was admitted to the emergency department (B)(6) 2024, by way of ambulance with approx. 48 hours of abdominal pain. An ultrasound of the abdomen was performed, it concluded that he had cholelithiasis with findings of thickened gallbladder wall and minimal surrounding fluid. He also presented with elevated white blood cell counts, right upper quadrant tenderness, epigastric pain and right flank pain, all consistent with this diagnoses the surgeon discussed findings with the family (decision makers) and it was felt that robotic assisted, laparoscopic, cholecystectomy (with possible open procedure) would be a reasonable course. Patient in or for robotic cholecystectomy, (B)(6) 2024. The surgeon was near end of procedure and placing a drain into the abdominal space near the liver bed. Surgeon asked anesthesia provider to place the patient into reverse trendelenburg, the provider attempted to move the bed with the hand controller, it did not move, she then attempted to raise the bed with the hand controller. The entire team heard a loud noise and the height of the bed quickly lowered. When the surgeon examined the abdomen through the scope, all they saw was blood. It was then discovered the 8mm scope on the laparoscopic equipment caused a through and through injury to the patient's liver. The surgeon called a second surgeon for assistance, and they were able to stop the bleeding and closed the patient. There was a "scrape" to the patient's diaphragm, but no full thickness injury. There was no requirement to open the abdomen, this remained a laparoscopic procedure for the duration of surgery. She was then able to irrigate the abdomen with clear return. Incision was closed and patient was sent to the ICU. There have been no further complications and he did not require blood products as a result. Of note: his post operative diagnoses was "severe, acute on chronic gangrenous cholecystitis with liver bleeding. Ebl (estimated blood loss) around 600-700 ml". Internal investigations have not revealed the cause of the sudden drop in the bed's position. The equipment was taken out of service immediately and has been inspected since this event. No mechanical issues have been found. There is some concern that the bed may have encountered a physical/mechanical barrier (i.e., other or equipment) when being maneuvered and this might have caused the sudden drop. The event has been investigated on several levels.